Event description:
Caller reported potential false negative hcg urine pregnancy results. Pt provided blood work and ultrasound results showing she was pregnant.

Manufacturer narrative:
Investigation: lot number(s): 91353. Expiration date(s): 05/2011. Control lot: 20miu/ml hcg urine, lot hcg090304-01; 100miu/ml hcg urine, lot: hcg090521-01; 228.6iu/ml hcg urine, lot: hcg090427-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 228.6iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. The retention devices meet qc specification. No abnormal result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required at this time as product deficiency was not established.